Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient may have pulled wires during changing clothes and was loose. Patient stated after changing clothes they felt something cold, and it was the wires hanging from middle of the tape. Patient also has moisture they felt around gauze. Patient has shut stimulation off on the device due to wires hanging. The patient weight was asked but noted as unknown. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.